Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that upon reviewing the vad history, multiple "power disconnect" alarms were observed. Based on the data captured in the history, it appeared the sys controller would switch to the internal backup battery power when only connected to the black power cable. No anomalies were observed when the system controller was connected to a power source via the white power cable. The suspect sys controller was exchanged without further issue.